Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest that was resolved with external defibrillation. A device check was done and it was reported that the rv lead and the right atrial (ra) lead exhibited undersensing during ventricular arrhythmia episodes. The undersensing caused therapy to be withheld during a ventricular fibrillation (vf) episode. An elevated number of short v-v intervals were observed on the sensing integrity counter (sic). The rv lead exhibited oversensing on stored electrograms (egm) and a lead integrity alert (lia) was triggered. It was also reported that the left ventricular (lv) lead exhibited high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were reprogrammed.